Event description:
It was reported that during the implant procedure the helix of the lead would not extend. The lead was not implanted and replaced with a new lead. No patient complications have been reported as a result of this event.

Event description:
It was reported that during the implant procedure the helix of the lead would not extend. The lead was not implanted and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.